Manufacturer narrative:
Product complaint # pc-(B)(4). The actual device was received for evaluation. A tactile test was performed to the pen silicone bulb and as a result a sharp edge that trespassed the silicone bulb component was felt.

Manufacturer narrative:
Product complaint # pc-(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was it difficult to break the ampoule (was extra force needed to break the ampoule)? No. Was the ampoule crushed repeatedly? No. Did the glass penetrate the user¿s skin? Yes. What was done to treat the shard penetration? Unknown. Was medical or surgical intervention required? No. What is the status of the surgeon injury today? Physician's assistant is fine. What is the lot number of the product used? Lmp712.

Event description:
It was reported that when the nurse practitioner was breaking the ampoule of the topical skin adhesive, a shard of glass became dislodged and punctured the nurse practitioner's finger that was applying it in interventional radiology . There was no medical or surgical intervention required. The physician's assistant is fine. No patient involvement was reported.